Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, sensing, pacing, pacing lead impedance (pli), high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were tested on the bench and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The reported event of premature depletion could not be confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced and the patient was stable.